Event description:
The facility's lead technician reported that a patient sustained a 3-inch burn to his left arm after an mr scan.

Manufacturer narrative:
A ge field engineer (fe) evaluated the system following the event and found no evidence of system malfunction. According to the facility's lead technician, the patient did not have padding during the scan. The operator manual for the system contains proper patient padding instructions.